Event description:
It was reported that during an pph procedure, the device was difficult to fire through the washer. The device was fully fired with a good cut and staple line. The case was completed without any issues and the device was discarded. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.